Manufacturer narrative:
The sample is not available for eval. Add'l info regarding this incident has been requested. If add'l info is rec'd, a supplemental report will be submitted. (B)(4).

Event description:
Appearance of redness and a fever in the pt less than 72-hrs after the settling of the device.